Event description:
It was reported that the patient had a driveline power fault. There was visible damage to the modular cable, and log file analysis revealed damage in the b wire. The controller and modular cable were exchanged. It is unknown if the condition resolved after the exchange.

Manufacturer narrative:
Related MFR numder for the pump: 2916596-2023-00320. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file and the damage to the modular cable was visually confirmed. The modular cable (lot number: 201404) was returned for analysis and a log file was submitted for review as well as downloaded from the returned and associated system controller. A review of the log files contained overlapping events spanning approximately 3 days ((B)(6) 2022, (B)(6) 2023 per time stamp). Events occurring on (B)(6) 2023 took place during lab testing at abbott. On 30dec2022 at 16:56:33, driveline power fault alarms activated and were associated with pwr_b_broken faults. The driveline power fault alarms remained active until 19:09:29 and reactivated again at 19:36:24 until the driveline was disconnected for a system controller exchange on (B)(6) 2022 at 19:59:38. There were no other notable events active in the log file. Pump operation was not affected. The modular cable returned with cable jacket damage that was covered in clear tape. The modular cable was connected to the modular v4 test and passed. The modular cable was connected to the returned and associated system controller and mock loop and operated as intended. There were no issues identified with the returned modular cable which affected pump operation. The reported event was unable to be reproduced during testing. The tape and outer cable jacket were removed from the modular cable revealing that there was no damage to underlying layers or wires. The reported driveline power fault alarm was unable to be correlated to an issue with the returned modular cable. Multiple good faith efforts were sent to retrieve additional information regarding if exchanging the system controller and modular cable resolved the event; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable and the modular cable passed all manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.